Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 6 days post-implant, an increase in pump power was reported an a reduction in flow was observed. Thrombolysis was suspected a decision was made to exchange the pump. According to the information provided, the clinic suspects that the pt may have developed heparin induced thrombocytopaenia (hit).